Manufacturer narrative:
Pump error 63 alarmed during self test and confirmed in the pump history due to cold solder joint on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received an hardware low level failures. The customer¿s blood glucose level was 7.2 mmol/l at the time of incident. The customer was able to rewind the insulin pump. It also reported that the insulin pump failed the self test. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.